Event description:
It was reported that, the patient with this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing. Upon review and troubleshooting it appeared noise is clearly reproduced in the saturating channel in primary vector with pocket maneuvers. The technical services (ts) highlighted the possibility of a fracture in this electrode. This electrode remains in service. No additional adverse patient effects were reported.